Manufacturer narrative:
Per field service representative (fsr), he verified the flow issue during release testing at a setting of 5.0 lpm in which the external flow meter showed 6.75 lpm. He removed the suspected device and he returned to manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow was set to 1.5 liters per minute (lpm) on the central control module (ccm) but was measuring 3.0 lpm on the external flow meter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that a defective flowmeter caused calibration to fail and the flow rates to be inaccurate. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The electronic patient gas system (epgs) calibrated without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018. The team calibrates their epgs oxygen (o2) sensor per the instructions for use (IFU) with the oxygenator in line. Shortly after commencing cpb they adjusted their gas sweep flow to the oxygenator to 1.5 liters per minute (lpm). It was then noticed that the external flow meter was reading 3.0 lpm. The team decided to use the information available and make their needed flow adjustments from the information on the external flow meter. Perfusion assistant confirmed that there were no issues adjusting the flow and the partial pressure of oxygen (po2) was within hospital specific ranges during the entire procedure. After the procedure, the team pulled the machine from use, and the failure was replicated by the field service representative (fsr). The epgs was replaced. The incident did not delay the surgical procedure. There was no harm or blood loss associated with the event.